Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge came off of the pump during pumping on two occasions. Reportedly, the cartridge was successfully reloaded onto the pump to address the event. The customer's blood glucose (bg) level was in the 300's (mg/dl) with trace ketones and the bg level was addressed with a manual injection.